Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1104 relates to component code 419. (B)(4).

Event description:
It was reported that the balloon catheter blade was damaged. Contralateral approach was made with a non bsc introducer sheath and guidewire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.00mm x 2.0cm x 90cm peripheral cutting balloon¿ was selected for use. During procedure, dilation was performed twice using the balloon catheter at 6 atmospheres; however, resistance was felt when returning the device to the sheath. Furthermore, the blade was noticed to be damaged and could no longer be used. The procedure was completed with a 4.0×15mm peripheral cutting balloon¿. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No tears or holes were noted in the balloon material. Approximately 7mm of the proximal section of the blade was lifted on the balloon. The blade was not detached. The pad was fully intact. The remaining blades were inspected and no issues were noted. No discoloration was observed on the blades. No issues were identified with the tip. A visual and tactile examination identified no damage along the entire length of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that the balloon catheter blade was damaged. Contralateral approach was made with a non bsc introducer sheath and guidewire. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.00mm x 2.0cm x 90cm peripheral cutting balloon¿ was selected for use. During procedure, dilation was performed twice using the balloon catheter at 6 atmospheres; however, resistance was felt when returning the device to the sheath. Furthermore, the blade was noticed to be damaged and could no longer be used. The procedure was completed with a 4.0×15mm peripheral cutting balloon¿. No patient complications were reported.